Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 08/05/2014. Electrode belt: 08/07/2015.

Event description:
A us distributor contacted zoll to report that a patient was appropriately treated by the lifevest on (B)(6) 2017. It was reported that the patient was on life support after the appropriate treatment. It was later reported that the patient had passed away on (B)(6) 2017 while in a hospital. The time of the patient passing is not known. It was reported that the patient was not wearing the lifevest at the time of passing. On (B)(6) 2017, the lifevest detected asystole six times from 21:48:39 to 21:53:21. The ECG recording shows the patient was in severe bradycardia from 10 to 20 bpm degrading to asystole with CPR artifact. The lifevest detected an arrhythmia at 22:03:34 on (B)(6) 2017. The ECG recording shows the patient was in asystole with CPR artifact. The detection stopped at 22:03:59. The lifevest detected an arrhythmia at 22:33:46 on (B)(6) 2017. The ECG recording shows the patient was in vt at 140 bpm for approximately 22 seconds. The detection stopped at 22:34:08. The patient then received a non-lifevest defibrillation. The rhythm at the time of the non-lifevest defibrillation was vt at 140 bpm. The post-shock rhythm was vt at 140 bpm. An arrhythmia was again detected by the lifevest at 22:35:58. The ECG recording shows the patient was in vt at 150 bpm. Gel was deployed by the lifevest and an appropriate treatment shock was delivered at 22:37:06 on (B)(6) 2017. The rhythm at the time of the treatment was vt at 150 bpm. The post-shock rhythm was sinus rhythm at 100 bpm. The arrhythmia detection stopped at 22:37:23. Per the ECG recording, the patient was in sinus tachycardia at 130 bpm degrading to vt at 150 bpm. The patient was in vt for approximately 4.5 minutes from 22:38:23 to 22:43:14. During this time, the patient received two non-lifevest defibrillations. The patient's rhythm at the time of the first non-lifevest defibrillation was vt at 150 bpm. The post-shock rhythm was vt at 150 bpm. The patient's rhythm at the time of the second non-lifevest defibrillation was vt at 150 bpm. The post-shock rhythm was sinus rhythm/sinus tachycardia from 70 to 100 bpm. The device was last shutdown at 23:52:59 on (B)(6) 2017. The rhythm at the time of the device shutdown was sinus rhythm at 80 bpm with motion artifact. Vt rate near the detection threshold or below, motion artifact and varying amplitudes prevented the lifevest from treating the patient. The lifevest was removed from the patient and the patient later passed away.